Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided there was no device related failure identified. Currently, it is unknown whether or not the device may have caused or contributed to the event; no product has been returned and no product identifiers have been provided. No conclusion can be drawn at this time.

Event description:
In ni/ni/1998 the patient was diagnosed with chron's disease. In ni/ni/1999 patient had abdominal abcesses, fistulas, bowel resection, (B)(6) infection in abdomen, and delayed incision/wound healing postoperatively, blistering on skin surface requiring wound packings/dressing, suspected allergy to sutures that were used during surgery. On (B)(6) 2001 the patient underwent surgery with a bard mesh product implant (unknown product identifiers) right lower abdomen near groin approximately 4x8 (units not provided). No sample available as the device remains implanted. Postoperatively, the incision was reported to have healed. The patient reports she still had (B)(6) present in the abdomen at time of mesh implant. In (B)(6) 2010: patient was hospitalized for 10 days for bowel obstruction and was treated conservatively with bowel rest, IV antibiotics, pain management. Patient reports she presently has medical issues of chron's, bowel obstructions, abdominal abscesses, fistulas, abdominal pain, right groin pain, back pain and headaches.